Event description:
Endotracheal tube had been advanced per chest x-ray earlier. Unable to pass suction catheter via tube. Repeat chest x-ray showed still needed to advance 2-3 more centimeters. Questionable "kink" or bend in et tube.what was the original intended procedure?advancement of et tube.device #1is this a laboratory device or laboratory test?no.